Event description:
Ventilator "went inoperative" twice in the same day. Both times the device alarmed, notifying personnel immediately. Pt ventilated with a bag until ventilator restarted by turning the machine off and on again. Investigation pending to determine cause.